Manufacturer narrative:
(B)(4). Explant of intraocular lens and decreased visual function. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis toric zct150 21.0 intraocular lens (iol) was explanted after the patient experienced decreased visual function due to a ''mispowered iol''. A zct225 21.0 was placed during the same procedure. No vitrectomy or incision enlargement was required but suture was used to close the wound.

Manufacturer narrative:
The device was returned to the manufacturer. Visual inspection showed the lens had been cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint visual disturbance cannot be confirmed. Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power. All pertinent information available to the manufacturer has been submitted.